Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00129 on 09-may-2025. Additional information (03-jun-2025): in addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) observed multiple leaks on the cuvette reaction washer probes. The cse repaired the leaks for reaction washer probes 3, 4 and 5. Siemens reviewed quality control (qc) data and observed imprecision. The intermittent nature of this behavior is consistent with instrument related issues. Siemens further evaluated the event and determined that an instrument malfunction, which was addressed by service activities mentioned in the initial and this report, potentially contributed to the falsely depressed calcium (ca) results. The investigation conclusion code in the section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed calcium (ca) results were obtained on two patient samples on an atellica ch 930 analyzer. Quality control (qc) was acceptable prior to the sample being processed. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and found multiple leaks in the cuvette washer for the reaction ring. Further, the cse observed a leak coming from water lines for reagent probe 3 (r3), and reagent probe 5 (r5). The cse disabled the system water loop and replaced the 2-way valve for reaction washer 3 (rd3), waste tubing for reagent probe 4 (r4), and fitting for reagent probe 5 (r5), ran a system check and qc which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed calcium (ca) results were obtained on two patient samples on an atellica ch 930 analyzer. The initial results were not reported to the physician(s). The same samples were repeated on an alternate atellica ch 930 analyzer. The repeat results recovered higher than the initial results and were considered correct and reported to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the falsely depressed ca results.